Event description:
It was reported that the patient programmer showed the device was on, but the patient believed it was off. The patient experienced dystonia on his right side, while the left side was good.

Manufacturer narrative:
Lead: model 3389s-40, lot# v388252, implanted: 2010 (B)(6), explanted: unknown. Lead: model 3389s-40, lot# v358538, implanted: 2010 (B)(6), explanted: unknown. Extension: model 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown. Extension: model 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown.

Event description:
The health care provider confirmed that the cause of the event was unknown. They did not evaluate this incident.